Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d2, d4, d10, g1-2, g4, g5, h2, h3, h6, h10. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. The product analysis shows that the returned product had one of the monomer pouch partially full. The pouch emptied when the vaccum was applied. According to available data, the most probable root cause is a user error (vacuum switched off before all the monomer entered the cylinder). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer liquid of a bag could not be pulled into the cartridge. To complete the procedure another optipac 60 refobacin bone cement has been used. No patient was involved.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # :(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid of a bag cannot be pulled into the cartridge. To complete the procedure another optipac 60 refobacin bone cement has been used. No patient involved.